Event description:
The customer reported via phone call that the insulin pump had a weak battery alert and a button error alarm. The customer reported that the insulin pump may have recently been exposed to rain. Blood glucose level at the time of the incident was 271 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify weak battery alarm due to button/keypad anomaly. No moisture damage inside the pump. Pump received with cracked case at display window corner, minor scratched display window.